Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the transmission showed inappropriate auto mode switch episodes caused by either far- r oversensing or retrograde conduction. Programming changes and testing were discussed. The patient was asymptomatic. No additional information was reported.